Event description:
Patient reported rupture. This record relates to left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record relates to left side. Device remains implanted.

Event description:
Patient reported rupture. Additionally, patient reported "left device with folder and siliconome under capsular", diagnosed by MRI. This record relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Additionally, patient reported "left device with folder and siliconome under capsular", diagnosed by MRI.